Event description:
"Dr fired 5-6 clips without any problem; the next clip that loaded into the jaw fell out of the jaw before the surgeon had an opportunity to pull the handle. The clip fell into the abdomen open and could not be found. A c-arm was used for 40 minutes to search for the clip that fell into the abdominal cavity. The clip could not be retrieved but could be seen under floroscopy".

Manufacturer narrative:
Investigation summary: inspection of the returned unit revealed that the jaws were parallel and the jaw gap within specifications. The 3 clips remaining in the unit were fired and clip closure was watched during trigger actuation. All clips fed, staged and closed per specifications. We have reviewed the manufacturing records of lot 166010; no unusual event occurred during construction. Our investigator was unable to replicate the user's experience. We could not identify a root cause of the incident; the returned device functioned properly and conformed to all design specifications.